Event description:
A us distributor reported that a battery charger displayed an error code when charging a battery pack. A us distributor reported that a battery charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The battery charger/modem displayed a yellow #1 light when no battery was inserted, indicating a charger failure. The cause for the failure was isolated to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger. Device evaluation of charger sn (B)(6) is underway. Upon investigation the charger displyaed a yellow light when no battery was inserted, indicating a charger failure. The charger returned to the vendor for further investigation. A supplemental report will be submitted upon completion of the root cause investigation. The root cause investigation for the defective charger is underway at the vendor. No adverse event resulted from the defective charger.

Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. Upon investigation the charger displayed a yellow light when no battery was inserted, indicating a charger failure. The charger returned to the vendor for further investigation. A supplemental report will be submitted upon completion of the root cause investigation. The root cause investigation for the defective charger is underway at the vendor. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a battery charger displayed an error code when charging a battery pack.